Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5, b7, d6a, d10 and h6 (clinical codes). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased. Corrected: a1, d1, d2a, d4 (catalog), g1, g2.

Event description:
Revision notes stated that the short external rotators and posterior capsule were noted to be detached from the greater trochanter with some fluid around acetabular component. Asr cup was removed with minimal bone loss. Patient experienced pain. As stated also in the revision op report "the fibrous tissue around the acetabulum was removed". Doi: (B)(6) 2008 - dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address elevated metal ion levels.